Manufacturer narrative:
A voluntary medwatch form 3500 was received. Report number mw5080285. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) "failed to pace out incident defib, failed to fire, and restart. The patient expired due to possible failure of the ICD to charge, to fire defibrillation, and to restart the heart rhythm. It malfunctioned by firing until the battery depleted or failed to fire."